Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6)2018; explant date (B)(6)2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving dilaudid (hydromorphone) 4.5 mg 10 mg/ml via an implantable pump. It was reported that during the pump replacement, the physician performed catheter access port to make sure it was patent and he was unable to pull back any fluid from the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: he decided to replace the catheter and connect it to the new pump. Outcome: the issue was resolved. The catheter was discarded. The physician has no further information for medtronic. The patient was alive and no injury.